Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the control iq software over corrected for customer's blood glucose bg. Customer's blood glucose was 215 mg/dl. Tandem technical support unable to gather further information as customer declined a follow up.